Event description:
Same case as mfg. #2134265-2009-04701. It was reported that during a percutaneous transluminal angioplasty (pta)/recanalisation procedure, a balloon pinhole occurred. The 90% stenosed lesion was located in the highly calcified proximal right superficial femoral artery (sfa). The wire was placed in position and the doctor advanced the wanda pta balloon dilatation catheter to the target lesion. The balloon was inflated to 2 atms, for 2 seconds, after a few seconds the doctor saw medium contrast via the x-ray. Another wanda balloon was used and the same thing occurred. The procedure was completed with a different device inflated to 8 atms for 30 seconds. No complications or injuries were reported. The patient's status was reported as "stable". This product is only ous approved, but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).